Event description:
It was reported that intermittent occlusion alarms occurred. The customer would deliver smaller amounts of insulin during a bolus and then successfully resume insulin therapy. Reportedly, the customer is not properly cycling the cartridge. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the user guide the customer must properly cycle the cartridge. H3 other text: device not returned.